Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were unspecified cartridge issues with multiple cartridge. There was no adverse impact to customer's blood glucose level. The customer changed multiple cartridges and was able to resume insulin delivery.